Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. The product is not expected for return, however, if the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported higher values when scanning the adc freestyle libre sensor compared to a competitor¿s brand meter. On (B)(6) 2020, the customer obtained a scan of 120 mg/dl, self-treated with the 'usual" insulin dose, and then experienced symptoms of hypoglycemia described as "potting eyes, dry mouth, asthenia. " a comparison blood test of 50 mg/dl was obtained on a competitor¿s brand meter and the customer treated with sugar packets and cake 5 minutes later by his wife. A follow-up sensor scan of 115 mg/dl was compared to a blood glucose test of 175 mg/dl, however, no further treatment was reported. There was no report of death or permanent injury associated with this event.